Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. Customer reported they were having trouble with the sensor readings. The sensors readings were very far apart from the blood glucose readings. Customer mentioned one day they had low blood glucose reading of 51 mg/dl while the sensor was reading 123. The customer declined further troubleshooting. The insulin pump is not expected to be returned for analysis at this time.